Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and sample data, which indicated that the sample was hemolyzed. System checks passed and quality controls were within range. The cause of the discordant, falsely elevated total bilirubin result is unknown, as a new sample collected from the patient resulted as expected when tested on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on one neonate patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The customer stated the sample appeared hemolyzed. A new sample obtained from the patient was tested twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.